Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user attempted to log in to the station but was unable to view the patient profile. However, there were no delays, adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user attempted to log in to the station but was unable to view the patient profile. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was not assigned with the snernorth area. A technical support specialist (tss) dialed into the server, reviewed the assigned areas and roles for user e803927, and compared them with the station¿s assigned areas. A mismatch was identified and communicated to the customer. Multiple follow up attempts were made without receiving a response, and tss proceeded to close the case.